Event description:
The device was used during an unspecified procedure. Reportedly, the device did not contain staples. Bleeding occurred. The surgeon applied another device. Add'l tissue was resected. The pt's status is satisfactory.

Manufacturer narrative:
8/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.